Event description:
The plaintiff alleges that while working as registered nurse the plaintiff wore latex gloves that contained allergenic proteins, and as a result of cutaneous and airborne exposure to allergenic proteins, the plaintiff has developed a life threatening immediate hypersensitivity to latex and has suffered injury. Also the plaintiff alleges that in 1999 the plaintiff was diagnosed as suffering from type I latex allergy. Furthermore the plaintiff alleges that has suffered severe pain and suffering, and will continue to suffer pain and suffering in the future. The plaintiff alleges that plaintiff has incurred and will in the future incur expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. Also the plaintiff alleges that the sensitization to latex has caused restrictions in the plaintiff's life as to where the plaintiff can go and what the plaintiff can do so as to avoid situations where any latex is present. The plaintiff further alleges that plaintiff has suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life. Finally the plaintiff alleges that has been caused to suffer humiliation, anxiety, embarrassment, outrage, and other mental suffering and severe emotional distress.